Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level failures alarm, variable 3, was confirmed in the formatted history file due to a cold/cracked solder joint found on pin 1 & 6 of the ambient light sensor(u1). The insulin pump was programmed with contour next test glucose meter. The insulin pump communicated properly, recorded the 102 mg/dl test value properly from glucose meter. The insulin pump sensor feature is working properly. No unexpected blood glucose meter communication errors or anomalies were noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer stated that they received had hardware low level failures alarm after running a self-test. Customer was able to successfully clear the alarm. The customer stated that the insulin pump did not pass self-test. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.